Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on- going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device used for treatment, not diagnosis. A review of the device history records revealed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
It was reported that, on an unknown date, the tip of the angled stardrive screwdriver t8 with sleeve/self-retaining is broken. It was reported that this event did not contribute to death or serious injury. It was also reported that the device did not malfunction during surgery while being used on a patient. No patient involvement. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Subject device was received with the tip broken off the inner shaft. The repair technician reported tip broken as the reason for repair. The cause of the issue is unknown. The inner shaft was replaced and subject device was returned to the customer.